Manufacturer narrative:
Insulin pump alarmed during prime test due to a protruded/loose drive support disk. The device was also received in with missing segments due to a problem isolated to the lcd board. A cracked battery tube threads, scratched lcd window, cracked reservoir tube lip and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed, and insulin squirted out during the manual prime process. The blood glucose reading was over 300mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.